Event description:
A physician reported that a male pt experienced a corneal ulcer while using renu with moistureloc multi-purpose solution. The pt first noticed his symptoms in 12/05 and was initially seen by another practitioner in 12/13/05 who prescried vigamox, tobrex, vancoforte and ciprofloxacin. At some point prior to diangosis the pt was also prescribed polymyxin and neosporin. The pt was referred to the reporting physician in 12/05. An isolate of the corneal ulcer was obtained which was positive for fusarium. The pt was subsequently prescribed voriconazole, natamycin and oral sporanox. The pt's condition resolved.